Manufacturer narrative:
A complete lead was returned for analysis. Analysis found the outer insulation cut/damaged, consistent with procedural damage. The reported event of insulation damage was consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's pacemaker pocket was red and swollen. The patient's pacemaker system was removed. During the procedure, an insulation anomaly was noted on an unspecified lead. The patient was given antibiotics and was stable. On (B)(6) 2018, the system was successfully replaced.